Event description:
It was reported that a perforation occurred in the left anterior descending (lad) with the use of an unspecified device and the graftmaster stent delivery system (sds) was attempted for treatment, however, the sds would not cross the lesion and was removed without reported issue. A different interventional method was used to treat the perforation. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.